Manufacturer narrative:
The electrode lot number and expiration dates were not provided. The field service engineer found an issue with the sample probe. He replaced the sample probe, cleaned the ise block, vessel, and sonic wash station, and performed all adjustments. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise results from the cobas pro ise analytical unit. The initial sodium result was 144 mmol/l and the repeat result was 130 mmol/l. The initial chloride result was 106 mmol/l and the repeat result as 95 mmol/l. The repeat results were believed to be correct.